Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (1 mg/ml at .15 mg/day) via an implantable infusion pump. It was reported that the patient complained of lack of pain relief. A dye study revealed a kink in the catheter. It was reported that the patient may be flipping the pump. The catheter was revised.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.